Manufacturer narrative:
Follow-up # 1 ¿ (09/18/2013) the patient¿s meter and test strips have been returned on 9/10/2013 and 9/3/2013, respectively, and evaluated by lifescan product analysis on (B)(4) 2013 and (B)(4) 2013, respectively, with the following findings: the meter passed all testing with no faults found. The reported issue could not be reproduced; however, a secondary issue was noted when the battery was found to be defective. The test strips were also tested and the primary complaint was not confirmed. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Event description:
On (B)(6) 2013, the reporter contacted lifescan (B)(4), alleging inaccurate control solution results. This complaint is being reported because the alleged product issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.